Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote service center (rsc) regarding falsely depressed sodium (na) patient sample results obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information by the customer and the instrument data files. The customer performed an advanced cleaning, replaced all integrated multisensor technology (imt) consumables with the same lot numbers and performed a routine clean. A siemens field service engineer (fse) at the site also cleaned the imt system and performed alignments. After the maintenance and checks performed by the fse, repeats of the same samples returned expected results and quality control was within the customer's expected range. A potential product problem was not identified. The instrument is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant falsely depressed sodium (na) patient sample results were obtained on a dimension vista 1500 system. The results were not reported to the physician(s). The same samples were reprocessed on the same date on an alternate dimension vista system. A higher result was obtained and reported. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium results.